Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 19 mmol/l and a ketone level of 5.1 mmol/l; cause was unknown. Due to the elevated blood glucose the customer vomited, experienced nausea, and was very tired. Customer attempted to address their elevated blood glucose by administering several manual injections. Customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Customer continued to use the pump for insulin therapy.